Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating a patient presented to hospital after three days of melena and bright red blood per rectum (brbpr) at home. Stopped his warfarin at home when melena started. He received six total units of packed red blood cells (prbc). On (B)(6) 2017 a push enteroscopy was performed with no evidence of bleeding, two gastric polyps noted which were not resected. Given active clostridium difficile colitis (c.diff) a colonoscopy was initially not pursued. Hemoglobin stabilized and no further bleeding noted. Held home aspirin (asa) and warfarin on admission and restarted warfarin with heparin bridge once bleeding resolved. Asa will be held until next clinic appointment given that this is his second gastrointestinal bleed (gib). Team determined that patient was medically ready and hemodynamically stable for discharge on (B)(6) 2017. No further information provided at this time.